Event description:
Ms (B) (6) product was model no. Mmt715lnab, (B) (4). We have the pump, infusion sets, reservoirs, and connectors in our possession. Ms (B) (6) suffered an event on (B) (6) 2009, when she was found unconscious by her family. Ms. (B) (6)'s insulin pump was defective, and it is believed that the entire reservoir was administered to her in one dose. As you know, your recall letter is dated july 7, 2009. Paramedics were called and she was transported to (B) (6) medical center, where she remained in a diabetic coma for a week. She had no brain activity for two days. She remained hospitalized through (B) (6) 2009. Ms. (B) (6) fortunately survived the event, but has suffered a significant brain injury, including but not limited to memory loss of the past ten years of her life. Ms. (B) (6) is a licensed attorney, who doesn't even remember going to (B) (6) school, even though she was in the top 10 of her graduating class at (B) (6) school in 2000. Following her graduation, ms (B) (6) is (B) (6) of age and had many years ahead of her law career. Ms (B) (6) is married, and the mother of five children. We are in the process of obtaining ms (B) (6)'s medical records and billings from (B) (6), her academic records, and her employment records. We will provide you with copies once we have received everything. In addition to the one month hospitalization at (B) (6), ms (B) (6) has been undergoing physical therapy, speech therapy and occupational therapy. Ms. (B) (6)'s damages are catastrophic.